Manufacturer narrative:
H3: the pipeline flex device was returned stuck within the marksman catheter. The pushwire returned extending out from catheter hub. In addition, the distal braid, sleeves and tip coil were deployed from catheter distal tip. No bent or kink was found with pushwire. The distal hypotube was found to be stretched. The shrink tubing was found intact but pulled back from the proximal bumper. The dps sleeves were found intact with no signs of damage. No defects were found with the distal marker, re-sheathing marker, re-sheathing pad or with the proximal bumper and tip coil. The distal and proximal ends of pipeline flex braid were found to be fully opened and damaged. No flash or voids molded were observed in the hub. No damage was found with hub. The catheter body was found to be accordioned from ~8.0cm to ~11.0cm from proximal end. In addition, the catheter body was found to be accordioned from ~27.0cm to ~24.5cm from distal end. No break or separation was found with catheter. The marksman catheter tip and marker were examined; and no damage was found. No other anomalies were observed. The total and usable lengths of marksman catheter were measured to be within specifications. For further examination, the catheter was cut to remove the pushwire and braid from the catheter lumen. The catheter was flushed with water and water exited out of the distal tip. The catheter was then tested by running an in-house 0.0265¿ mandrel through catheter tip and hub. The mandrel successfully passed through the catheter hub and tip with no issues; however, the resistance observed at the damaged locations. Based on the analysis findings, the pipeline flex and marksman catheter were confirmed to have resistance as the pushwire was stuck inside the marksman catheter. From the damages seen on the braid (frying), hypotube (stretching), and catheter body (accordioning); it is likely high force used during the delivery. Possible causes include incompatible catheter, damaged catheter, burrs, bumps, kinks or other damage on ped or pushwire, frayed ends on braid, patient vessel tortuosity, user does not maintain continuous flush, and users pulls back on/torques wire while advancing ped in microcatheter. It is likely these damages occurred when the customer attempted to advance and retrieve the pipeline flex through the marksman catheter against resistance. However, the marksman catheter could not be confirmed to have break/separation as no break was found with marksman catheter. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: product ID ped-400-16 (d019462); medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received a report that the patient was undergoing treatment for a saccular, unruptured left internal carotid artery ophthalmic artery aneurysm segment with a max diameter of 6 mm and a 5mm neck diameter. It was noted that the patient's vessel tortuosity was moderate. The access vessel was the femoral artery, with 9mm diameter. The landing zone was 3.2mm distally and 4.1mm proximally.  It was unknown whether dapt (dual antiplatelet treatment) was administered.  It was reported that after the marksman microcatheter was in place, when the pipeline flex ped stent was delivered to the distal end, it was found that the stent was stuck and resistance was encountered, specifically within the distal portion of the catheter. The twist control was increased to continue pushing, and the resistance suddenly decreased. The physician attempted to resolve the issue by releasing the load (slack) in the system, but this did not resolve the problem. Under fluoroscopy, the microcatheter was found to be damaged. There was noticeable friction and difficulty during injection, and force was applied during delivery and removal. However, the catheter tip was not entrapped or stuck, and there was no vasospasm reported. Additionally, the catheter was not stuck inside the guide catheter. After the entire system was withdrawn from the body, the soft segment of the microcatheter was found to be broken at the distal . However, the pushwire was not damaged. Therefore, another marksman was used again to successfully deliver another ped-400-16 for implantation, and the surgery was completed. The angiographic result post procedure showed vascular patency and normal flow rate. The reported device and any accessory devices were prepared and flushed as indicated in the instructions for use (IFU). No surgical or medicinal intervention was required. No patient symptoms or complications were associated with this event. Ancillary devices include a synchro 14 guidewire, fa-55150-1030 microcatheter, 8f guilding guide catheter.

Manufacturer narrative:
H3: device received, analysis is in progress. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received reported that the cause of the resistance and break was not determined.